Manufacturer narrative:
Additional information was added. The actual device was received for evaluation. A visual inspection with the naked and microscope was performed and it was noted that loose white particulate matter (pm) was observed inside and above the fill port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered inside an empty exactamix 2000 ml eva tpn bag. The pm was observed during preparation and prior to patient use. There was no patient involvement. No additional information is available.